Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
(B)(4) stated: "this patient is a young active person who presented with painful right total shoulder arthroplasty. He originally had a hemiarthroplasty and then this was revised to a total shoulder arthroplasty several years ago. Did well initially but then developed pain and is now unable to function with that shoulder in its current condition. He wished to have this repaired or revised. Pre-op evaluation showed no evidence of infection but possible glenoid loosening. Initial evaluation did not suggest that humeral-sided loosening. It was progressively elevated off the lateral aspect of the shoulder until the subacromial space was exposed and opened. We were then able to retract the deltoid. The conjoined tendon similarly was quite scarred down to the subscapularis and the deltoid. This was identified as the coracoid process and followed distally exposing that. We then found the subscap tendon to be quite this but there certainly was tissue intact. We released this, leaving a small stump on the humerus, extended that down inferiorly. There was a tremendous amount of scar at the inferior base of the humeral neck. The subscap was mobilized and progressively released. This allowed access to the joint. The humeral head could not completely dislocated because of the tight tissues. A somewhat medialization of the shoulder and the overhanging coracoid process. We were, however, able to release the humeral head portion of the component. In doing this, we also noted that the humeral stem itself was loose. This was somewhat surprising but we elected at that point to proceed with revision on the humeral component. What was the original intended procedure? Right shoulder revision total shoulder arthroplasty."

Manufacturer narrative:
Reported event: an event regarding loosening involving a solar humeral stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed because the device was not returned. -medical records received and evaluation: not performed because records were not provided for review. -device history review indicated all devices accepted into final stock met specification. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
(B)(4) stated: "this patient is a young active person who presented with painful right total shoulder arthroplasty. He originally had had a hemiarthroplasty and then this was revised to a total shoulder arthroplasty several years ago. Did well initially but then developed pain and is now unable to function with that shoulder in its current condition. He wished to have this repaired or revised. Pre-op evaluation showed no evidence of infection but possible glenoid loosening. Initial evaluation did not suggest that humeral-sided loosening. It was progressively elevated off the lateral aspect of the shoulder until the subacromial space was exposed and opened. We were then able to retract the deltoid. The conjoined tendon similarly was quite scarred down to the subscapularis and the deltoid. This was identified as the coracoid process and followed distally exposing that. We then found the subscap tendon to be quite this but there certainly was tissue intact. We released this, leaving a small stump on the humerus, extended that down inferiorly. There was a tremendous amount of scar at the inferior base of the humeral neck. The subscap was mobilized and progressively released. This allowed access to the joint. The humeral head could not completely dislocated because of the tight tissues.*** a somewhat medialization of the shoulder and the overhanging coracoid process. We were, however, able to release the humeral head portion of the component. In doing this, we also noted that the humeral stem itself was loose. This was somewhat surprising but we elected at that point to proceed with revision on the humeral component. What was the original intended procedure? Right shoulder revision total shoulder arthroplasty."